Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
Analysis revealed that the device had no atrial pacing output at certain programmed voltages due to a short circuit on a hybrid component. Foreign material found between two metal traces of the hybrid component resulted in the short circuit. The device was not implanted. Laboratory technician; failure (event) observed during analysis.